Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a video image distortion issue. The issue occurred during pre-sterilization inspection after a diagnostic surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive material on the light guide bundle and the light guide bundle were broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: these events were caused by a component failure of the distal end of the video telescope. However, the cause of the failure of the distal end of the video telescope could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a video image distortion issue. The issue occurred during pre-sterilization inspection after a diagnostic surgery. There were no reports of patient harm.